Event description:
It was reported that a user perceived that the ilet battery was depleting too quickly, and internal log review indicated normal battery performance consistent with expected operation of the device and its power management components. Symptoms included no reported clinical effects. Outcomes included no impact on health or activities of daily living and no medical intervention. Investigation included review of device logs and user education. Investigation of this case revealed no device malfunction and no abnormal battery drain. It was concluded that the device functioned as intended and that no reportable device failure was identified.